Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited variable impedance measurements with some greater than 2000 ohms. Current lv impedance measurements are within normal limits. No programming changes were made and the patient will be monitored. No adverse patient effects were reported. The device remains implanted and in service.